Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 23-20 mm in diameter, severe angulation; greater than 60 degree, and 16 mm in length. There was thrombus located in the aneurysm sac. It was reported that during evar, a proximal type I endoleak was confirmed. Additional ballooning was performed and the endoleak reduced but did not resolve. The physician decided to implant a palmaz stent in an attempt to resolve the endoleak; the endoleak improved and no longer filled the aneurysm however was not completely resolved. The physician will continue to monitor the patient normally. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; severe angulation; greater than 60 degree). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe angulation; greater than 60 degree).